Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 02/17/2015. Date of follow-up report: 02/26/2015. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported they experienced unstable temperature issues during an rf lung ablaton procedure. The surgery time was extended by more than 30 minutes then the procedure was stopped. There was no injury to the patient. The patient returned at later date for a second treatment.